Manufacturer narrative:
Initial and final MDR (B)(4). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusion sets tubing was leaking at the site events on 05-jul-2024 and 19-jul-2024.the infusion set has been used for 1 day.the blood glucose level was high at the time therefore, the patient was treated with correction bolus via pump.patient replaced infusion sets and resumed insulin deliveries successfully no further information was available.